Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined. However, based on the following investigation results, the reported event may have been caused by a g1 board failure. The cause of the g1 board failure could not be identified. -the g1 board was failed. -other than the reported event, there was no abnormality in the inside of the device. The device had no repair history. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the device became hot and suddenly the endoscopic image disappeared. There was no report of patient injury associated with the event.

Manufacturer narrative:
The device was evaluated at olympus service operation repair center (sorc). Sorc checked the device and duplicated the reported phenomenon. As a result of the evaluation, the following was confirmed. -a startup failure occurred due to a failure of the g1 board. -the monitor screen was scratched. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.